Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The impl tapered scr-v sbm 3.7mm 3.5mm 10mm (tsvb10) was not returned to pbg for inspection. Although the manufacturer (zb EU authorized representative) has received the product, the manufacturing /investigation site has not received/evaluated the actual device due to covid protocols and delays in shipment (lost in transit by ups, tracking 1z270w870491828792). Therefore, the product has not been physically inspected. The investigation has been performed based on the available information. No pre-existing conditions were noted on the per. The reported product was located on tooth # 24 (fdi) and used for approximately 1 month. The reported event could not be recreated due to the nature of the dental device and event (medical condition). The customer has not provided additional pictures or x-ray images of the product. DHR review was completed for the subject lot number 63890888. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (63890888) for similar event and no other complaint was identified. September post market trending was reviewed and there were no actionable events or corrective actions for the reported event (patient pain) or product (tsvb10).therefore, based on the available information, device malfunction could not be verified and the reported event was non-verifiable.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number cmp-0613963 one impl tapered scr-v sbm 3.7mm 3.5mm 10mm (tsvb10) was returned for inspection. Inspection of the returned device notes moderate signs of wear and debris about the implant threads. Product matched print specification where measured (cal 8254, jun 11 2021). The investigation has been performed based on the available information. No pre-existing conditions were noted on the per. The reported product was located on tooth 24 (fdi) and used for approximately 1 month. The reported event could not be recreated due to the nature of the dental device and event (medical condition). Review of appropriate documentation: documents reviewed: 4869 rev 9-10/19; adverse effects; page 2 DHR review was completed for the subject lot number 63890888. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (63890888) for similar event and no other complaint was identified.december post market trending was reviewed and there were no actionable events or corrective actions for the reported event (patient pain) or product (tsvb10). Therefore, based on the available information, device malfunction has not occurred and the reported event was non-verifiable.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Weight unknown / not provided. PMA/510(k) k011028 and k013227.

Event description:
It was reported implant was removed due to pain.